Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, high impedance potentially due to a cut in the suture sleeve on a lead was noted. The lead was exchanged and replaced. The patient was stable with no adverse consequences. Additional information was requested but not available.